Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What is the patient current situation? Does the surgeon plan on removing the needle piece from the patient? Were there any unexpected outcomes or complications as a result of the retained needle? Was the patient treatment altered in anyway due to the retained needle? If yes, please explain.

Event description:
It was reported that the patient underwent valve procedure on unknown date and suture was used to close the sternum. The tip of the needle broke and remains inside the patent¿s sternum. There were no adverse patient consequences reported. Additional information was requested.